Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This report is being filed due to the gripper actuation issues. It was reported that the clip delivery system was being prepped per instructions for use (IFU), when lowering the grippers, one of the two grippers had lowered at a different angle/level than the other. The grippers were pulled back flush and dropped again, however, one of the two grippers had still not lowered at the same angle/level as the other. It was unknown which gripper, anterior or posterior had this issue. The device was not used in a procedure and there was no patient involvement. No additional information was provided regarding this device issue.